Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-9236-04pp glenoid trial broke during an eclipse tsa procedure. During the removal of the trial from the glenoid the center peg snapped off. The broken piece was retrieved from the patient and the case was completed successfully. No adverse affect to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.